Event description:
The initial report said that during a radio frequency ablation procedure, a water leak occurred from the tube. A new needle electrode was used to complete the procedure. There was no injury reported. Upon return an evaluation of the device, the leak was found to be not from the tube, but from the handle of the needle electrode which would be in the sterile field.

Manufacturer narrative:
The incident sample was returned and confirmed to leak. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.